Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 167587 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number195-160 lot 167587 , test base part number 195-430wl / lot 155659. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 167587 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. The consumer reported a positive result with the binaxnow covid-19 antigen self test. Repeat testing was performed on (B)(6) 2021 with two tests and both generated negative results. Per the consumer, she went to her physician office and tested positive (name of test not provided). Although requested, additional information, including patient treatment and outcome was not provided.